Event description:
The pt was implanted with a siltex saline-filled mammary prosthesis on 11/1/92. Subsequently, the pt experienced a deflation of the device and nausea, headaches and fever. The device was removed on 10/3/96.